Event description:
A malfunction was reported with no notable events occurring prior to it. There was no adverse impact on the customer's blood glucose level. Technical support provided assistance with resetting the pump, and after the reset, the malfunction code did not recur. The customer was instructed to continue using the pump and to call back if the issue reappeared, which they acknowledged and understood.